Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up/overheating) has been confirmed. Upon eval, the monitor had a catastrophic failure which damaged multiple components on the computer/analog board. The failure appears to have occurred during charging of the capacitors on the defib board. The over-current on the capacitors may have caused overvoltage on the 5.4v power supply on the defib pca board. Visual damage could be seen on components c4, u602, r45, r689, r684, and u1003 of the c/a board. Damage could also be seen on the board itself under components c4 and u602. The cause of the failure cannot be positively determined. No adverse event resulted from the catastrophic failure. The pt received a replacement monitor.

Event description:
A nurse assisting a (B)(6) female pt contacted zoll customer support to report that she removed a battery from the monitor and it was warm to touch. She tried the other battery in the monitor, and the monitor would no longer power on. The pt issued a replacement monitor.